Event description:
It was reported that during an irreversible electroporation using a faradrive sheath air was drawn in during aspiration. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon reciept at boston scientific's post market laboratory the sheath was first visually inspected and a kink in the shaft was noted. Next, leak testing was performed with both positive and negative pressure and the device failed both kinds of tests. The sheath valve was observed under a microscope an a tear on the outer valve was found. Secondarily, analysis of the sheath also found the shaft of the sheath was kinked. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. The most like likely cause for the kinked sheath shaft was likely due to transporation and/or storage as the defect was not mentioned in the initially reported event.

Event description:
It was reported that during an irreversible electroporation using a faradrive sheath air was drawn in during aspiration. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
Upon reciept at boston scientific's post market laboratory the sheath was first visually inspected and a kink in the shaft was noted. Next, leak testing was performed with both positive and negative pressure and the device failed both kinds of tests. The sheath valve was observed under a microscope an a tear on the outer valve was found. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during an irreversible electroporation using a faradrive sheath air was drawn in during aspiration. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been received for analysis.